Manufacturer narrative:
Customer reported that a pyxis anesthesia system es required three attempts to retrieve medication during a medical procedure. The resulting delay to accessing the required medication was less than five minutes, with no harm or discomfort to patient. This event is recorded on complaint number (B)(4). Technical support agent found the fingerprint scanner malfunctioned, causing the issue. Power management settings was enabled to allow windows to disable usb when not in use. Field service technician changed the power management settings.

Event description:
Customer reported that a pyxis anesthesia system es required three attempts to retrieve medication during a medical procedure. The resulting delay to accessing the required medication was less than five minutes, with no harm or discomfort to patient.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, d1, d4, d5, d5, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 17-feb-2020 to 16-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there is a dispensing issue. The field service engineer examined the power management settings associated with the usb root hubs and identified two instances where the option to permit windows to disable usb devices when not in use was enabled. As requested, the engineer repaired the pas es application software. Subsequently, the station was powered down, and the all-in-one (aio) unit was removed, all usb and network connections located beneath the aio were reseated to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
Customer contacted bd to report that the bd pyxis anesthesia system es required three attempts to retrieve medication during a medical procedure. The resulting delay to accessing the required medication was less than five minutes, with no harm or discomfort to patient.